Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The device tip was reported to be fractured off and missing from the device, posing the risk of a small component being lost in a surgical site, during a testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences reported with this event.

Event description:
The device tip was found to be fractured off and missing from the device, posing the risk of a small component being lost in a surgical site, during a testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences reported with this event.